Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical territory manager reported via phone call that the customer was hospitalized for the hypoglycemia on unknown date with blood glucose value of 50 mg/dl. Customer was given 30 gms of sugar water to bring her blood glucose up. Customer had low blood glucose because of that she was unable to follow the correct process on rewinding the pump properly. Customer tried to push the reservoir on the pump while connected causing a huge amount of insulin to be delivered to her. The device will not returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The hospitalization and auto mode information has been updated and provided in b5 section of this report.

Event description:
It was reported that they were in the emergency room on (B)(6) 2021 due to a low blood glucose of 50 mg/dl. The customer was treated with intravenous dextrose. The low blood glucose was due to the customer pushing the reservoir while the infusion set was still connected to the body. It was reported that the auto mode was not active at the time of event. The insulin pump will not be returned for analysis.